Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, when they used the device on the third firing, the surgeon cannot squeeze the handle. They then replace a new reload to resolve the issue in order to complete the case. There was no patient injury.